Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.(B)(6).

Event description:
The customer reported that the ventilator screen went black and smell smoke while n use on patient. The customer reported that the unit was in use on patient, but there was no patient harm.